Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, confirmed via ultrasound. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no further actions are required as the device was implanted.

Event description:
Patient reported right side rupture, confirmed via ultrasound. The device has been explanted and replaced.